Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the patient was hospitalized and had his blood glucose monitored closely with the onetouch ultravue and the arterial blood gas analyzer. At around 6 am, the patient was tested on both devices and had readings of ¿3.0 mmol/l.¿ the doctor noted that the patient did not have any hypoglycemic symptoms at 11:35 am. The patient tested at 13.5 mmol/l (12 pm) and 11.1 mmol/l (1 pm) on the subject meter. His hourly insulin regimen went from 2 units per hour (novolin r) to 1 unit per hour (novolin r) during the one hour time frame. At 1:54 pm, the patient took an arterial blood gas analyzer examination and received a blood glucose reading of ¿1.7 mmol/l¿ while the subject meter gave reading of ¿8.3 mmol/l.¿ it was noted that the patient¿s arterial blood was used on the subject meter. Per the instruction for use (IFU), the onetouch ultravue meter has only been approved to be used with capillary blood samples taken on the finger. Again at the time of concern, the patient reportedly did not have any symptoms. His insulin regimen treatment was reduced to 0.5 unit/hour. By 2:20 pm, the patient reportedly was exhibiting symptoms described as ¿polypnea (37 times/min), delirious, and fret.¿ at 2:49 pm, arterial blood gas analyzer tested the patient at ¿1.6 mmol/l¿ while the subject meter gave a reading of 6.7 mmol/l. Insulin treatment on the patient was halted while a glucose IV was started at 2:50 pm. The patient¿s blood glucose reportedly was corrected to ¿7.3 mmol/l¿ (3 pm) on the subject meter and ¿4.1 mmol/l¿ (3:30 pm) on the arterial blood gas analyzer. The patient's last reported blood glucose reading was 2.7 mmol/l obtained on the blood gas analyzer. During troubleshooting, the patient confirmed that the comparison of 6.7 mmol/l on the subject meter to 1.6 mmol/l on the blood gas analyzer was performed at the time same time. The unit of measurement was correctly set. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the patient had hypoglycemic symptoms and required hcp treatment for hypoglycemia after his diabetes management was based on questionable high readings between 12 pm and 2 pm, ranging from ¿8.3 to 13.5 mmol/l.¿ in addition, the patient¿s alleged hypoglycemic symptoms and hcp treatment did not correlate with the blood glucose readings obtained on the subject meter. The lfs products were replaced and requested back for investigation.